Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, upon post-dilatation of the stent delivery balloon at 14 atmospheres, the balloon ruptured. The stent delivery balloon was completely removed from the patient. When image of the stent was viewed, the stent was fully deployed and apposed which does not need further dilatation. The procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was deployed during the procedure. The manufacturing crimp data for this device was reviewed with no anomalies to note. The maximum crimped stent profile was within max crimped stent profile measurement. The balloon appeared open from its original folded position. It appeared positive pressure had been applied and a vacuum pulled. Stent crimp markings were visible on the balloon body. Hardened medium resembling blood was present on the balloon. An attempt was made to inflate the balloon however, the balloon failed to inflate due to a build-up of hardened contrast medium. The device was soaked in a water bath at 37 degrees to soften the hardened medium. Inflation was attempted again after soaking. The device was inflated to rated burst pressure (rbp). The balloon did not inflate fully due to a pinhole leak in the balloon. The device deflated in 8 seconds; this is within the time set out in dfu. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed damage to the port weld. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that the target lesion was 95% stenosed which was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery.